Event description:
Disability and harm to health; first time I was given ect was (B)(6) 2015. I did not notice the harm until later when the same procedure i.e. Giving of ect to me had been repeated again during the year of 2015 and 2016, me being unaware of the risk to my brain and health, believing that there is no harming effects and in belief that minor side effects could occur and then go away which is what was told to me as a patient and my family members whom were near to me then, in the situation weighing is the procedure good option for me. So, we had not been informed appropriately of the risk of brain damage or other harmful or negative effects. Only told it would involve side effects not to worry of and which would wear off. This inappropriate informing of the risks regarding ect machines and their use on patients, ended therefore in me being even more harmed altogether, having had ect given to me between june 2015 and the end of 2016. Based on my records and weak memory of the amount, I've had it about 20 times altogether (bi- and unilateral). I had a neurological testing done on me in the spring 2018 in a unit(health) in (B)(6). The tester/neurological tester, a woman, who did the neurological testing on me, came up with conclusion that my results on the neurological test she made (by her own words for me) is weak when taken into account my history of my capability before ect in my school history and working history over the years before ect. I called the units later, where ect had been given to me. They use both thymatron and mecta's devices. FDA safety report ID# (B)(4).